Event description:
It was reported that the patient had inadequate pain relief. It was also noted that the implantable pulse generator (ipg) would overheat while charging, would no longer hold a charge and the battery was depleting faster. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patient had inadequate pain relief. It was also noted that the implantable pulse generator (ipg) would overheat while charging, would no longer hold a charge and the battery was depleting faster. The patient underwent an ipg replacement procedure.